Event description:
During egd procedure the physician used a cook endoscopy fully coated flange esophagela z-stent with z-speed introduction system. After placement the stent would not fully open. The stent migrated into the stomach 18 hours placement. An injury to the patient was not reported.